Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient was implanted with a pfna nail construct on (B)(6) 2012. Reportedly the pfna nail broke post operatively. The patient was returned to the o.r on (B)(6) 2012 for removal of hardware. Patient was revised with pfna construct. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device info determined from device received. Additional code: hwc. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional information. Investigation coordinated by synthes (B)(4). The manufacturing evaluation indicates stress marks are shown at the surface of the blade. The gliding wear marks are a result from micro movements between the spiral blade and the pfna-nail are a sign for instability and high dynamic loads.